Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified and mildly tortuous anatomy resulting in the reported failure to advance. Manipulation of the device ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was moderately calcified and mildly tortuous. The lesion was pre-dilated. A xience v 2.5x18 failed to cross and the proximal shaft separated in two pieces. It was easily removed and replaced with xience v 2.5x23 to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.